Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced diabetic ketoacidosis while on insulin pump therapy with blood glucose measuring 600 mg/dl with moderate urinary ketones, lethargy and weakness. The patient was reportedly admitted to the hospital for treatment of insulin via injection and intravenous fluids. The reporter alleged the patient¿s serious injury was due to repeated loss of prime leading to insufficient insulin delivery. Troubleshooting completed by animas customer support determined the patient¿s injury was associated with training/misuse issues; the user was not cycling the insulin cartridges prior to use per manufacturer¿s instructions leading to loss of prime. Education on proper technique was provided. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse issues.